Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device was giving a "connect cable" message when attempting to test the device using a quik-combo therapy cable, indicating that the patient test load was not being detected by the device and that defibrillation therapy was not possible. This occurred during testing; there was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control provided the facility's biomedical engineer with technical assistance. It was later confirmed by the biomedical engineer that he replaced the quik-combo therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing the unit was placed back into service for use.